Event description:
Injection in eye given by ophthalmologist following eye surgery, 2 weeks. Quantity: 0.60 ml, frequency: 1 time use, injection. Date of use: (B)(6)2017. "Is the product compounded: no; is the product over-the-counter: no; why was the person using the product: doctor injected product behind eye as a filler from glaucoma surgery; did the problem stop after the person(one w/migraine) reduced the dose or stopped taking or using the product: yes; did the problem return if the person started taking or using the product again: didn't restart." Migraine headache that required prescription medication sumatriptan (imitrex).